Event description:
On (B)(6) 2012, pt reported he was attempting to get insulin from his infusion device because, his readings were elevated. Pt stated he was scheduled for a scan and couldn't have his scan done until his blood glucose levels were under 200's mg/dl. Pt reported, his blood glucose readings were in the 300's mg/dl. Pt's normal blood glucose readings are around 140 mg/dl. Pt stated, he would bolus and the infusion device wouldn't deliver the bolus. Pt reported, he thinks the infusion device has stopped working altogether. Pt stated, he is having no issues with any buttons on the device. Pt reported, he gave himself a 4 unit bolus of insulin via the infusion device around 11 am - 12 pm, tested a hour later and his blood glucose level was increasing and not decreasing. Pt stated, he gave himself a 3 unit bolus of insulin around 1 - 2 pm and his readings were still not decreasing. Pt reported, he was then given manual injections to bring his blood glucose down so that his scan treatment could be done. Pt stated, the infusion device kept going back to stop mode. Assisted pt with checking the memory of the infusion device. Device showed on (B)(6) 2012 at 12:38 pm, 3 units of insulin were delivered. Pt reported, he was not able to retrieve any more history in the memory. Pt is using a competitor's infusion sets. Had pt perform a bolus of 4 units and it did drip from the infusion set tubing. On f/u call on (B)(6) 2012, pt's wife reported, pt was able to give himself manual injections as treatment. Wife stated no outside assistance was needed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.